Manufacturer narrative:
Due to character restrictions, event site telephone: +011(086)13872815198, updated field: b4, d8, d9, e1(initial reporter), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The customer performed the repair. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) a loop leak was reported and the hospital immediately replaced it with cs100, causing no personal injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.